Event description:
No additional information was received, please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned balloon catheter found the balloon to have a pinhole leak during inflation testing, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that, the scepter-c was prepared without incident. The balloon catheter ruptured, exhibiting a rapid loss of pressure during a procedure. The balloon was replaced with another balloon of the same model and continued and completed the procedure successfully. This incident did not affect the patient. No report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted.